Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the integrated multi-sensor technology (imt) data was unstable. The cse replaced and auto-aligned the integrated multi-sensor technology (imt) module and imt probe. The cse also replaced the imt sensor. The potential cause of the discordant na result on one patient sample was due to the imt sensor malfunction. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2517506-2018-00235 was filed for the same event.

Event description:
A discordant sodium (na) result was obtained on one patient sample on a dimension vista 1500 instrument (s/n: (B)(4)). The sample was initially run on the original instrument (s/n: (B)(4)), resulting lower. The sample was repeated on an alternate dimension vista instrument (s/n: (B)(4)) and on the original instrument (s/n: (B)(4)), resulting higher each time. The correct result is unknown. It is unknown if the initial and/or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant na result.